Event description:
It was reported that the pt experienced a large amount of swelling around the pump and around the catheter anchor site. The physician removed the pt's pump and catheter and stated that when the pump was removed, there was "granular fluid all over the pump." They were unsure if the pt had an infection or had a reaction to the pump and catheter system. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.